Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis of the device noted damage from a sharp instrument to the port tubing (this is the portion of tubing located between the port and the stainless steel connector, not the stainless steel connector and the band). There was no indication of wear related damage to the portion of the lap-band system returned. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Reported as "lap band access port leaking from the base plate."